Event description:
A customer reported an event of an odor emitting from the sterrad nx sterilizer. There was no report of any human reaction. The unit was turned off and an asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
On (B)(4) 2013 the field service engineer (fse) arrived at the customer site and cleaned the inlet and injection valves as well as the seats in the vaporizer/condenser. He also rubbed off a dried brownish debris from the bottom of the oil pan tray. The fse did not replace any parts as a preventative maintenance (pm2) was scheduled to be performed two days later on (B)(4) 2013. During this pm2 the oil mist filter and catalytic converter were replaced. Unit meets specifications and was returned to service .

Manufacturer narrative:
Based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months ((B)(6) 2012 to (B)(6) 2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from (B)(4) 2013 through (B)(4) 2013 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The asp field service engineer was not able to confirm the odor issue. No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.